Event description:
An 81-year-old female patient presented to the emergency department with left leg pain and swelling but was discharged after a venous duplex was inconclusive for deep vein thrombosis (dvt). The patient returned to the emergency department 2 days later due to increasing leg pain, swelling, and skin color changes. Another venous duplex was performed which revealed iliofemoral dvt in the lower left extremity (lle). The patient was given intravenous heparin and a dvt thrombectomy was scheduled for the next morning. The clot age was estimated at 5 days. Prior to the procedure, the patient received a blood transfusion for anemia (unknown etiology) under conscious sedation (versed 1 mg and fentanyl 25 mcg). A venogram revealed an open left popliteal vein with occlusive clot starting in the middle femoral vein. Wire positioning was obtained and the inari clottriever bold catheter was used to perform a single pass which yielded acute/sub-acute clot. A second pass was performed, and an additional 25 mcg of fentanyl was administered after the patient reported feeling the catheter pass. Before the third pass was performed, the patient began to decompensate. Opioid reversal drugs were called for and the third pass was completed. However, the patient remained unresponsive and a code was initiated. Cardiopulmonary resuscitation was initiated, and the patient was intubated. Once the patient stabilized they were transferred to the intensive care unit, but vitals signs were poor. Unfortunately, there was no sign of improvement and the family elected to discontinue life preserving measures and the patient died later that day. Additional patient follow-up was requested to better understand the source of the clinical deterioration. Echo revealed severe right ventricular dysfunction, suggestive of a pulmonary embolism; however, this diagnosis was not confirmed with imaging.

Manufacturer narrative:
The inari devices were discarded by the user facility and are not available for evaluation. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. There was no report of any device malfunction. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design, or labeling. The case was reviewed by inari's chief medical officer, who concluded that the patient's deterioration was likely the result of inadvertent clot embolism. Distal embolization of blood clots and cardiovascular collapse are identified in the device labeling as possible adverse events/complications. Manufacturer reference #:(B)(4).